Manufacturer narrative:
Based on the results of the investigation, the type of foreign object in the nozzle could not be identified, neither could the reason why it remained in the nozzle be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Or if additional information becomes available.

Event description:
During the device evaluation, a foreign object was found in the colonovideoscope's nozzle. There was no patient involved.